Manufacturer narrative:
B3: date of event: as the event date was not available despite request by boston scientific (bsc), the event date was estimated to the first day of the aware month. D6a: implant date: as the implant date was not available despite request by bsc, the implant date was estimated to the first day of the aware month.

Event description:
It was reported that the coil was malpositioned. This 2x4 embold fibered device was selected for use to embolize a bleed in the gastroepiploic artery. During deployment, the proximal release perforation was broken, and the pull wire was retracted, but there was a delay in coil deployment; additional advancement of the delivery wire was needed to release the coil, but the coil shifted. The coil did not end up in the exact intended location; however, there was no non-target embolization. The case was completed, and there were no patient complications as a result of this event. The patient fully recovered.